Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. [Mw5078842 (B)(4)].

Event description:
It was reported that when the nurse was flushing the catheter, resistance was felt and a small hole was noticed at the distal end of the catheter. The lumen was clamped and the line was removed and replaced approximately five days later. There was no reported patient injury.

Event description:
It was reported that when the nurse was flushing the catheter, resistance was felt and a small hole was noticed at the distal end of the catheter. The lumen was clamped and the line was removed and replaced approximately five days later. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the sample returned for evaluation was one 12.5 fr triple-lumen hickman catheter. Visual and microscopic evaluations were performed of the physical sample. A semi-circumferential split was observed on the blue-luered extension leg, approximately 1mm distal from the blue luer. Examination of the split site revealed a granular fracture surface with jagged edges. This investigation is confirmed for external leak/break/split without embolism. The characteristics of the split appeared to be the result of clamping adjacent to the crimp collar, outside of the ¿clamp here¿ region of the over-sleeve. This causes the soft silicone catheter material to be pinched between the harder material of the clamp and the luer hub stem, causing catheter damage. The catheter should only be clamped between the two arrows, within the region marked ¿clamp here¿. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [mw5078842 # 1221444.pdf]